Manufacturer narrative:
The returned genesis ii oxonium microtexture femoral component and dished articular insert were examined visually. The insert had signs of normal adhesive and abrasive wear that were mild in nature. Gouge marks on both the superior and inferior surface were likely the result of instrument damage during insertion or extraction. The femoral component had minimal signs of remaining bone attachment in the fixation region. Gouge marks seen on both the medial and lateral sides and posterior condyles were likely due to contact with the removal instrument during revision of the femoral.

Event description:
It has been reported that a revision surgery was performed due to pain.